Manufacturer narrative:
Method: visual inspection, complaint history analysis, manufacturing record review, risk review. Result: visual inspection confirms reported event, broken fragment was not returned. Complaint history analysis - this is the 2nd complaint of this nature for this product. Manufacturing record review - manufacturing records were reviewed, no deviations were reported. Risk review - broken part is easily noticeable, could fall in the wound but would only require limited additional time to retrieve it. Worst case scenario where not detected by surgeon, it would be visible on x-rays to indicate need for removal. Conclusion: visual inspection confirmed the reported event. The defect is believed to be the result of excessive cantilever forces being applied to the instrument by the surgeon. (B)(4) was initiated to document all actions taken to resolve this issue.

Event description:
It was reported that "during a cervical fusion case, the doctor was placing a screw and the tip of the screwdriver broke off. The inner draw rod was not affected."